Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product. Retention products were tested with hcg 20 miu/ml cutoff urine control and 3 high level of hcg urine controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative urine hcg on cardinal health rapid test hcg combo 30t. Patient came to emergency room due to vomiting; ER staff ordered urine and collected blood at the same time - no treatment. Customer tested patient specimen which provided a neg result. Patient was being treated for vomiting and it was decided to use blood, already collected, to run a quantitative test. The quantitative test reported quant = 150,248 miu/ml using hcg chemiluminescence immunoassay which measures hcg fragments as well as intact hcg. Patient's lmp unknown. No reported adverse patient sequela.